Event description:
The pt experienced rib stimulation when the #2 contact was used. The pt had fallen 5 months earlier. The pt experienced better stimulation sensation while lying down. Palpation did not cause stimulation changes. Invalid impedance measurements were obtained when measured at the programmed settings. The pt was in the clinic; her status was reported as 'fair'. Approximately 2 months later it was reported that the battery voltage was 2.29 volts and needed to be replaced. Stimulation sensation was somewhat intermittent. Impedances were within normal limits. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.